Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30-50 mg/dl. Suspected cause was due to having a basal rate that was too high. Reportedly, customers mom assisted by facilitating glucose gels, candy, soda, and sugar tablets to address bg. Tandem technical support advised the customer to consult their healthcare provider to review settings and make adjustments..

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.